Event description:
Facebook complaint received "I had the lap-band since 2010. At first it was good but it hasn't been a good fix for me. I loose weight/gain weight. I gain more than I loose. I haven't gain back the weight before the procedure. I'm constantly having to be adjusted because it has caused my esophagus to dilate. I just want to loose the weight and keep it off. This up and down regardless of how I try has caused me to be depressed and feel like a failure. When I get depressed; I'm heading for the comfort food. I just need some help please."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories in cpr0001 rev d. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.